Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 105) has been confirmed. Upon investigation the monitor displayed a service code 105. The cause for the failure was isolated to a shorted insulated-gate bipolar transistor (igbt) q16 on the defibrillator pca. The root cause for the shorted igtb could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was displaying a service code 105 (pulse test relay stuck).